Manufacturer narrative:
An event of respiratory failure, mitral regurgitation, coaption failure, and a tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was implanted with a non-everting mattress suture technique using spaghetti-type pledgets due to arteriosclerotic aortic regurgitation and stenosis(asr) on the patient with hypertension. On (B)(6) 2021, the patient presented to the ER due to respiratory failure and mitral regurgitation. On (B)(6) 2021, the 25 mm trifecta gt valve was replaced with a 25 mm inspiris resilia aortic valve. Upon examination of the explanted valve, a tear was noted on the non-coronary cusp (ncc) side of the right coronary cusp (rcc) and ncc commissure stent posts. Coaptation failure also occurred due to the stent posts between the left coronary cusp (lcc) and ncc becoming fused with the aorta wall. The patient remained hemodynamically stable throughout the procedure. The patient is in stable condition.